Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds, no capture, undersensing and alert triggered for sensing integrity counter (sic). The right atrial (ra) lead exhibited low impedance and no capture. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.